Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, over-sensing of rare low-frequency noise was noted on the right ventricular lead. The noise was reproducible with having the patient take a slow deep breath. The patient is not pacemaker dependent and had no knowledge or adverse effects of this rare phenomenon. Programming changes were made and the patient was asymptomatic after the changes.